Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. The behavior described is the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up was performed and it was noted that the merge of the MRI is fine, but for the pet is was not successful. Technical services (ts) analyzed the scans and it only showed 4 slices. It was loaded on dicom viewer and relieved indication scans were in 32 bit format. It was also noted from the representative that the merge problem was solved.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The site had issues communicating with the user. The system did not allow auto or manual merge of a pet image. It was noted there was "no discretion for pet in protocol." Technical services informed the site they needed the anatomical scan to pre-merge to the pet scan. No further information was provided. No complications were reported/anticipated.